Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A patient reported that they are considering having a fusion surgery because a mobi-c is "failing" after less than 5 years. Symptoms include pain in left arm, neck, back and chest, and numbness in the fingers of both hands. Further information is unavailable at this time.

Event description:
A patient reported that they are considering having a fusion surgery because a mobi-c is "failing" after less than 5 years. Symptoms include pain in left arm, neck, back and chest, and numbness in the fingers of both hands. Further information is unavailable at this time.

Manufacturer narrative:
D4 UDI number: only the gtin is available since the lot number is unknown. Additional information in d4: UDI number and h6: component, investigation type, findings, and conclusions. Inspection the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.